Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were going to have a MRI of their knee today and they needed assistance with placing their device in MRI mode. Agent reviewed. Pt was able to place their device in MRI mode during the call. Pt then went on to say that the device was notworking the way it was supposed to. Pt said that healthcare provider (hcp) tried other programs, however the device still wasn't working. Pt said that their pain was maybe 10% better. Pt said that they had groups a, b and c set at 2.0. Pt said that if they laid on their back and increased the stimulation to 2.3, then they would get electrocuted. Pt said that because of this, they couldn't lay on their back and they had to lay on their side. Pt said that the stimulation made no difference at all when it was increased and they just kept getting zingers when sitting, standing, or walking. Pt said that hcp wanted them to go see two specialists. Pt said that they had x-rays, cat scans and mris done. Pt said that the scans showed that nothing wrong with their back or spine or anything. Pt said that when they did the t rial for 5 days, the trial worked but when the permanent ins was implanted, the ins didn't work. Pt said that their ins took 50-60 minutes to recharge if the ins was down to 0% or 30%. Pt said that the ins hit 100% pretty fast. Pt said that they had to keep recharging the ins for another 20 minutes in order for the ins to show finished. Agent reviewed. Pt said that they had cortisone shots done as well. When asked for the event date, pt said that it had been since the ins was implanted. [See 708711311 and 708711314 for related events].

Event description:
Additional information was received from a patient (pt). It was reported that the trial worked great, after the healthcare provider (hcp) put the implantable neurostimulator (ins) in their pain symptoms haven't improved but have gotten worse. Pt reports reprogramming with a manufacturer representative (rep) and trying ¿a dozen different programs or more¿. Pt states they lowered their settings, because at night when they laid in bed, they were getting shocked so they had to sleep on their side. Pt states that since lowering their settings they have not been getting shocked, but they have not been getting pain relief. Pt states they tried turning therapy off for 2-3 days, and notices maybe 10% difference with the device on vs. Off. Pt reports any activity/bending exacerbates their symptoms. Pt reports their symptoms as a specific area where pt feels the pain, same area where they fell and had pain before receiving their stimulator. Describing this pain as on the right side, lower part of the spine, and that it has never changed for the past 4-5 years. Pt states they are ¿kind of waiting¿ and doing more exercises to try and strengthen their back on their own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.